Event description:
Procedure type: sigmoid resection. According to the reporter: the pt experienced a post operative leak at the anastomosis. The CT scan showed free air and a small amount of fluid around the anastomosis. The pt has not been re-operated as physician is trying to treat the condition with medicine. Nothing abnormal was noted during the application of the device and the donuts were complete and normal. No staple reinforcement material used during the procedure. The anastomosis was checked for leaks during the procedure but none were seen.